Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after the 18 fr. Solopath was removed, a covered viabahn stent was placed in right ilio-femoral vasculature because of bleeding at the access site. No other adverse patient effects were reported. One day post implant, the electrocardiogram (ECG) showed left bundle branch block (lbbb) and atrial fibrillation (afib). Medical treatment was initiated with conversion to normal sinus rhythm. Four days post implant, the electrocardiogram (ECG) showed second degree av block type I. Six days post implant, a permanent pacemaker was implanted with no adverse patient effects reported.

Manufacturer narrative:
Product analysis: the valve remains implanted. Conclusion: access site complications, such as bleeding, are known potential adverse effects per corevalve IFU. In this case a stent was used to resolve the issue. Conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.